Event description:
I have the boston scientific addvantage system mesh. I had it placed in (B)(6) 2009. I have had numerous bladder and uti infections, I cannot have sex because of the pain, I still have the prolapse, and stress urinary incontinence. My doctor told me that it did not work and next month I am going under a revision or removal of the mesh. Please do more investigation before continuing to place these mesh in women. I am seriously living in pain on a day to day basis. I am now going through a divorce because I could not have sex because of the pain and my husband has fallen out of love with me because of it. Before this happens to another family if it hasn't already please study this further. Reason for use: prolapse, stress urinary incontinence.